Event description:
The son of a (B)(6) female patient contacted zoll customer support to report that the patient was receiving a service code 204 (belt/monitor unusable). The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the trunk cable connector was found to be cracked. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a pulled trunk cable. The trunk cable was pulled from the trunk cable connector and connector j702 was pulled from the distribution node pca. The root cause for the pulled cable, pulled connectors, and damaged trunk cable connector was unable to be positively identified but is likely due to excessive force. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.